Event description:
Patient reported elevated blood glucose (650 mg/dl) and tested positive for ketones. Pt indicated that she was admitted to the hospital for treatment. Pt indicated that she did not receive any error messages on the device; thus, the device caused her elevated blood glucose. Pt indicated that she was an hour off on her time. Pt indicated that when device history was reviewed, all of the insulin delivered since midnight was accounted for.